Event description:
Xience alpine everolimus eluting coronary stent system 2.25mm x 15mm 2.5 f, ref # (B)(4) manufactured by abbott. The device was being used during a pci procedure. The stent fell off the device without the stent deploying properly. Undeployed stent could not be removed safely and had to be pushed against coronary artery.